Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the device alarmed low reservoir shortly before the button error occurred. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 259 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device passed displacement, rewind, and basic occlusion tests and no unexpected low reservoir alarm noted during testing. The device had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.